Event description:
In 2008, the patient reported that she "sweats a lot" in hot weather and her infusion sets are coming loose after she showers. She stated that she has not changed body products and she cleanses her skin with alcohol prior to adhering the infusion site. No physiological effects were reported. The patient was sent replacement infusion sets and IV prep wipes. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.